Manufacturer narrative:
Investigation in progess.

Event description:
A radiographic eval revealed that the locking key for the tibial baseplate has partially migrated out. No correction has been performed to date.